Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was attempted to be implanted but not used. The lead could not reach the right ventricle (rv) through the tricuspid valve and was fixated in place. The lead was causing ventricular tachycardia (vt) in the patient and required external defibrillation. Intraoperatively, the patient was administered antiarrhythmic drugs which did not help with the vt. The lead was attempted to be placed four times, all of which required external defibrillation. The lead was removed and the implant was abandoned. No further patient complications have been reported as a result of this event.